Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a new cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin. Subsequently, the insulin used was "a bit cold". During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. The customer reported that blood glucose (bg) levels were elevated at 276 (mg/dl) in the morning. To address the bg level, the customer delivered a correction bolus.